Manufacturer narrative:
In some countries outside the us, customer information, is not provided due to privacy laws. The customer's age and weight are unknown.

Event description:
The customer from (B)(6) reported that he normally tests his blood glucose every morning. However, on the day of the event, he did not perform a blood glucose test in the morning and took metformin as usual. He contacted the ambulance as he was having hypoglycemic symptoms. The emergency assistance arrived and tested the customer's blood glucose on their meter and obtained a reading of 1.9 mmol/l. A repeat testing was performed on the customer's contour ts meter and a reading with a difference of 4 mmol/l from that of the meter of emergency assistance was obtained. Specific reading obtained on the contour ts meter was not provided. The customer mentioned that he did not remember the treatment he received as he was hypoglycemic. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. The customer did not return the strips for investigation. Since the strip information was not provided, this report will be submitted under the meter information.